Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 260 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula. Customer stated they were able to resolve the no delivery alarm with a complete set change. Customer was advised their recurring no delivery alarms may be caused by a site, set, or reservoir issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.